Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device developed a leak in the cuff. It was also reported that the cuff was then replaced. Customer indicated that there was higher amount of secretions than the usual for the patient.